Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Tampons leaving behind pieces in women¿s vaginas, customer was aware of recall, was not answering probing questions, did say they tried to remove the tampon the whole string ripped off, but tampon remained, no medical assistance was needed, tampon was removed manually and customer is certain there are no pieces left inside.